Event description:
Info was received on may 18, 2000 that a pt underwent refractive surgery on or around march 24, 1998. It subsequently was alleged that the pt experienced decreased vision in the right eye and scarring of the cornea. The info received referred to the product device simply as a product used to perform laser surgery on pt eye. No serial number info was provided. Additional info has been requested, however, to date, none has been received.